Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing electrical fault. Controller was exchange. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the manufacturer received product performance data due to the electrical fault alarm on the controller. The ventricular assist device (vad) subsequently tested out of specification during manufacturer¿s analysis. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information, investigation completion and correction. Correction b5: event description was corrected to include a statement regarding the disposition of the ventricular assist device (vad). Correction h10: section h10 was corrected to include device and code information for the vad associated with the event. Additional information was received regarding the recall number. Product event summary: the pump and the controller were not returned for evaluation. Log file analysis revealed 1 electrical fault alarm, 2 vad stopped alarms, and 1 vad disconnect/stopped alarm on (B)(6) 2017. At 09:50:12, a vad stopped alarm was logged due to an open phase on each stator. The vad stopped alarm was immediately followed by the electrical fault alarm at 09:50:23, due to the front phase not being connected. A vad stopped alarm due to a failure to start the pump was logged after the electrical fault at 09:51:13. The final vad disconnect/stopped alarm was logged at 09:51:19. This most likely was due to the reported controller exchange and/or an attempt at troubleshooting. As a result, the reported event was confirmed. Based on the available information and risk documentation, a possible root cause of the electrical fault alarm and initial vad stopped alarm can be attributed, but not limited, contamination, or a marginal driveline connection. The most likely root cause of the second vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA (B)(4) is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump, d4: model #: 1104, catalog #: 1104, expiration date: 30-jun-2019, serial #: (B)(6), UDI #: (B)(4), d6a: implanted date: (B)(6) 2017, d9: no, h3: yes, h4: mfg date: 30-jun-2017, h5: yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA device code(s): a141203, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10/d11: concomitant medical products, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6 result <(>&<)> conclusion codes. Section h6 update for additional device: serial# (B)(6) h6:FDA result code(s):c21 h6:FDA conclusion code(s): d16 the ventricular assist device (vad) (B)(6) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Log file analysis revealed 1 electrical fault alarm, 2 vad stopped alarms, and 1 vad disconnect/stopped alarm on (B)(6) 2017. At 09:50:12, a vad stopped alarm was logged due to an open phase on each stator. The vad stopped alarm was immediately followed by the electrical fault alarm at 09:50:23, due to the front phase not being connected. A vad stopped alarm due to a failure to start the pump was logged after the electrical fault at 09:51:13. The final vad disconnect/stopped alarm was logged at 09:51:19. This most likely was due to the reported controller exchange and/or an attempt at troubleshooting. As a result, the reported event was confirmed. The manufacturer is investigating failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on the available information and risk documentation, a possible root cause of the electrical fault alarm can be attributed, but not limited, contamination, or a marginal driveline connection. Based on an extensive investigation conducted, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.